Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2013, while the surgeon was trying to locate the distal hole in the multiloc nail, the drill bit hit the nail and the tip of the drill bit broke. The broken fragment was removed. The surgery time and the outcome was not effected due to this event. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.